Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is due to the free-standing foot pedals failing.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that error m-12 occurred on vio dv integrated electrosurgical unit (iesu), and foot pedal activated on its own. Tse confirmed error m-12 in the logs pointing to a possible vision side cart (vsc) external foot pedal. Tse had csr confirm nothing was touching the pedals and adjust the foot pedals. The surgeon was using vessel sealer (vs) instrument with e-100 electrosurgical unit (esu), and there was no issue with the vs instrument. Site might disconnect the cables on the back of vio dv iesu to resolve the issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 03/14/2025: this was corrected by disconnecting the pedal after several re-starts. This was noted during a training session, as described in the original complaint, so no patient was involved.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the foot pedals due to recurring issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation.